Event description:
Boston scientific received information via patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with right ventricular (rv) lead exhibited low shock lead impedance. Further investigation was performed, however no additional information available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.